Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the nurse sustained a dirty needle stick injury while using the unspecified bd intima-ii¿ closed IV catheter system because the needle was "bent". The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2019, the ICU nurse pricked her finger while using the closed intravenous catheter because the needle was bent."

Event description:
It was reported that the nurse sustained a dirty needle stick injury while using the unspecified bd intima-ii¿ closed IV catheter system because the needle was "bent". The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2019, the ICU nurse pricked her finger while using the closed intravenous catheter because the needle was bent".

Manufacturer narrative:
Correction: additional information was received by the customer. It was confirmed that after opening the catheter packaging, the needle was found bent before use and was not used. No needle stick injury occurred. Therefore, this event has been deemed non-reportable, and the complaint will be cancelled.